Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the medical personnel that email was received from vad coordinator. Patient called into hotline on (B)(6) 2016 stating that he was unable to connect a power source to port 2 of controller due to bent points and was also having difficulty making power connection on port 1. Vad coordinator talked patient through controller exchange. Patient was seen in hospital on (B)(6) 2016 and issued new back-up controller ((B)(4)). Patient re-educated on making proper connections. Patient discharged home and no further issues reported. No consequences to the patient. Investigation is ongoing.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection as a result of a bent pin on power port 2 connector. In addition, the serial data port cover was found missing during visual inspection. This observation is considered not related to the reported event and was most likely cause by mishandling. The most likely root cause of the reported event may be attributed to a forced connection. Heartware has opened an internal investigation to evaluate the issues with bent pins. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.